Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during dilation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was good.